Event description:
The tip on the ortho summit sample handling sys instrument touched the plate causing splashing and contamination of other wells. No death or serious injury was associated with this incident.